Manufacturer narrative:
(B)(4). The local are field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a product performance issue. No additional adverse patient effects were reported.